Manufacturer narrative:
Complaint conclusion: a precise pro 7mm x 40mm carotid self-expanding stent delivery system got stuck on a .014¿ 5mm x 180cm angioguard emboli guidewire system after deployment and was unable to be removed. The angioguard also cannot advance for retrieval; therefore, it was removed fully deployed on the precise pro. The devices were opened in a sterile field. The act was maintained greater than 300 while the angioguard was deployed. The angioguard was stored and handled according to the instructions for use (IFU). The angioguard was inspected and prepped according to the IFU. There was nothing unusual noted about the angioguard prior to use. The intended procedure/target lesion was the right carotid angioplasty and stent. The intended lesion was not located at the carotid bifurcation. The target lesion vessel diameter was 4. The angioguard was sized larger than the vessel as instructed in the IFU. The device did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the angioguard towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present prior to, at, or after the lesion site. The lesion was pre-dilated prior to stent implantation with a 4 x 20 aviator balloon catheter at 8 atmospheres. The ratio of contrast to fluid was 50/50. There was no difficulty nor resistance noted while crossing the lesion with the angioguard. There was sufficient space allowed between the lesion and the filter basket to prevent interaction between devices. The filter basket was not suctioned prior to being withdrawn into the capture sheath. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The precise was stored and handled according to the instructions for use (IFU). The precise was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. A 6f sheath introducer was used. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The target lesion vessel length was 40cm. There vessel had moderate tortuosity. The percentage of stenosis was 70%. There was no difficulty advancing the sds over the embolic protection device. Delivery of the sds to the lesion was contralateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no difficulty nor resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The stent expanded fully with good wall apposition. The outer sheath was not removed until the outer sheath marker contacts the catheter tip. Then the system was withdrawn as one unit. There was no reported patient injury. The product was not returned for analysis as it was discarded per management. A product history record (phr) review of lot 35261745 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inner shaft~ resistance/friction - in patient¿, ¿capture system~ capture difficulty - unable to¿ and ¿delivery system~ resistance/friction¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. It is difficult to draw a clinical conclusion between the devices and the event based on the information available. However, it is probable that procedural and or handling factors such as the user¿s interaction with the device and vessel characteristics (moderate tortuosity with 70% stenosis) was may have led to the reported event. Moreover, the instructions for use (IFU) emphasizes on the importance of adjusting the accessory device's tuohy borst valve to maintain a snug seal between devices. It is probable that if the (IFU) is not followed appropriately, this may have led to the reported resistance/friction. According to the instructions for use, ¿access the treatment site utilizing the appropriately sized accessory equipment.¿ for precise pro rx stent diameter (5, 6, 7, 8 mm) the minimum sheath introducer is 5f (1.98 mm) and the minimum guiding catheter i.d. (Inner diameter) .078¿ (1.98 mm). ¿introduction of stent delivery system a. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment. C. Advance the precise pro rx system over the .014" (0.36 mm) angioguard rx emboli capture guidewire system until the guidewire exit port (16) is just outside the accessory device's tuohy borst valve. Adjust the accessory device's tuohy borst valve to maintain a snug seal about the precise pro rx system. Look for and confirm back flow through the guidewire exit port (16) opening. D. After confirming back flow, advance the precise pro rx system. Again, adjust the accessory device's tuohy borst valve to maintain a snug seal, now over the .038" (0.97 mm) proximal shaft (6a) and continue to advance the precise pro rx system to the lesion site. E. Prior to contrast injection, confirm again a snug seal between the .038" (0.97 mm) proximal shaft (6a) of the precise pro rx system and the accessory device's tuohy borst valve. Failure to do so could result in air introduction during aspiration, resulting from a poor seal. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used¿. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
A 7mm x 40mm precise pro carotid self-expanding stent delivery system got stuck on a .014¿ 5mm x 180cm angioguard emboli guidewire system after deployment and was unable to be removed. The angioguard also cannot advance for retrieval; therefore, it was removed fully deployed on the precise pro. There was no reported patient injury. The devices were opened in a sterile field. The act was maintained greater than 300 while the angioguard was deployed. The angioguard was stored and handled according to the instructions for use (IFU). The angioguard was inspected and prepped according to the IFU. There was nothing unusual noted about the angioguard prior to use. The intended procedure/target lesion was the right carotid angioplasty and stent. The intended lesion was not located at the carotid bifurcation. The target lesion vessel diameter was 4. The angioguard was sized larger than the vessel as instructed in the IFU. The device did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the angioguard towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present prior to, at, or after the lesion site. The lesion was pre-dilated prior to stent implantation with a 4 x 20 aviator balloon catheter at 8 atmospheres. The ratio of contrast to fluid was 50/50. There was no difficulty nor resistance noted while crossing the lesion with the angioguard. There was sufficient space allowed between the lesion and the filter basket to prevent interaction between devices. The filter basket was not suctioned prior to being withdrawn into the capture sheath. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The precise was stored and handled according to the instructions for use (IFU). The precise was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. A 6f sheath introducer was used. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The target lesion vessel length was 40cm. There vessel had moderate tortuosity. The percentage of stenosis was 70%. There was no difficulty advancing the sds over the embolic protection device. Delivery of the sds to the lesion was contralateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no difficulty nor resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The stent expanded fully with good wall apposition. The outer sheath was not until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. The devices will not be returned for evaluation.